Event description:
It was reported that patient¿s therapy was beneficial but due to the infection their device had to be removed. It was also noted that the patient never healed after stage 2 and staph infection was set in. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
It was reported that the system was removed over a year ago due to an infection. It was also reported that when the stitches were removed, she wasn't completely healed so steri strips were used. The steri strips kept falling out as the patient's hair was growing back and when she would dry her hair after showering, there would be blood in the towel due to the open area on her head which got infected. The patient was put on an antibiotic bacterium and it was stated that it almost killed her because it raised her calcium level really high. The patient went to the hospital and blood work was performed that confirmed her potassium level was really high so she was taken off of the bacterium and put her on something else; it is unknown what the patient was being treated with.

Event description:
Additional information received from the patient reiterated that they had an infection followed by explant. The infection was due to the medical staff taking out their sutures too early.

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0lln7, implanted: 2014-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).